Event description:
It was reported that the bd smartsite add-on bag access device experienced leakage. The following information was provided by the initial reporter: spike was leaking as the drug was being pushed into the bag. Was the drug already in the bag?: noticed as drug was being pushed into the bag. Was there a spill?: minor spill in hood, mopped with alcohol soaked daily towel. Was there any harm to the operator?: nil harm to operator.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21075560. Further information provided by the customer indicates that leakage was observed from the spike port adaptor of the bag access device. The customer confirmed that no damage was visible on the affected product. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075560 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customerâ¿¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customerâ¿¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the (B)(6) product in the past 12 months. H3 other text : see h10

Event description:
It was reported that the bd smartsite add-on bag access device experienced leakage. The following information was provided by the initial reporter: spike was leaking as the drug was being pushed into the bag. - was the drug already in the bag?: noticed as drug was being pushed into the bag - was there a spill?: minor spill in hood, mopped with alcohol soaked daily towel - was there any harm to the operator?: nil harm to operator